Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
The dealer stated the lid and seat have broke where it snaps to the frame.